Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed farfield signals on the right atrial (ra) channel, leading to an inappropriate atrial tachy response (atr) mode switch. Technical services (ts) recommended device reprogramming options. This device remains in service. No adverse patient effects were reported.